Manufacturer narrative:
Another contact info: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pre use, the cardiosave intra aortic balloon pump (iabp) battery will not charge. Battery indicator lights not working. There was no patient involvement reported.